Event description:
Information received from the field notes that during a routine follow-up, interrogation showed that the device was at rrt. Measured data was 2.47v, 335 ua current drain and >29.9k ohms impedance. The patient had no symptoms and was in sinus rhythm most of the time.